Event description:
During the second atrial fibrillation procedure of the day, after the patient was prepped, the amplifier light was flashing in orange when the ensite x was powered on resulting in a delay of the procedure. After power cycling, the amplifier showed a green light. After this, the light turned orange once again. The amplifier was rebooted at least 50 times over the course of an hour, however, the light did not turn green again that day. All of the cables were disconnected, the power supply was exchanged, but there was no resolution. The amplifier was replaced and the procedure was completed without any adverse patient consequences.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. The field reported event was able to be duplicated by power sequencing and log observation. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the siu board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.